Manufacturer narrative:
UDI #:(B)(4). Initial reporter telephone: (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss found the unit to be working properly. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule resulting in an anterior vitrectomy performed. A brief description from the surgery center indicated the capsular rupture due to uncontrolled change in surge. The surgery center stated during the cataract procedure the vacuum was too low and in the next moment, the vacuum had increased to the normal vacuum settings. The intraocular lens was implanted with the ironing in the ciliary sulcus, fixes the lens body in the capsulorrhexis, therefore the patient is easily myopic and visual acuity was at 1.0(20/20). The patient was informed about the complications and increased risk.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was provided in regards to post-operative exam. The surgeon was content with the first result of the post-operative exam and there was no need to change/modify surgeon settings. All pertinent information available to abbott medical optics has been submitted.